Manufacturer narrative:
D9 - date returned to mfg: 18-dec-2025. H3: one device was received for analysis. Service history review found no recent service history. The customer issue was confirmed in the event history log review as the alarm was identified. The root cause of the issue was the ear clip blocked the plunger flippers from rotating completely to the closed position. There was no defect with the actual molding of the ear clip, plunger or plunger flippers, this was a design related issue. To resolve the issue, excess material from the right side of the ear clip was removed to allow the plunger flippers to rotate properly and completely to the closed position. Additionally, the ear clip was modified to allow proper clearance between components. All sensors were recalibrated and loaded standard 1a12 configuration. The device passed all functional testing thereafter.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that before infusion began, the device repeatedly displayed a ¿check syringe plunger sensor¿ alert and did not proceed with infusion. This occurred without any patient participation.